Event description:
Pt underwent right carotid endarterectomy. Intraoperatively, dr used a javid carotid shunt. Dr believes the MFR is impra bard. The shunt was removed prior to completion of the patch angioplasty of the carotid artery. Dr performed a completion angiogram at the end of the case which was without deficits. Nevertheless, over the next three days, pt had multiple episodes of transient ischemic attacks (ministrokes) while recovering in the ICU. Multiple CT scans of the brain were negative. Finally, dr got an ultrasound of pt's neck which identified a "tubular structure". Dr took pt emergently back to the or, five days later. What dr found was a 3 cm remnant of the javid shunt. It had a jagged distal end which dr can only assume to be consistent with a "fracture" of the shunt during removal. Dr has this remnant shunt in dr's possession at this time. Pt has fortunately regained most of their neurologic function at this time. Unfortunately, pt necessitated a tracheostomy for reasons unclear at this time and is slowly getting better. This shunt fracture which was unheard of from dr's six other partners, could have been a potentially devastating complication for this delicate operation.